Event description:
Event description boston scientific received information that the pacing thresholds for this right ventricular lead rose to a point where loss of capture was observed. The lead was successfully repositioned and good pacing thresholds were achieved.